Event description:
It was reported that the respiratory therapist was in the alarm op sub menu when the ventilator went blank and shut down. The ventilator did not alarm when the reported problem occurred. The event triggered the wall alarm/call light. No patient harm reported.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problems. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The ventilator also passed general checkout procedure. A review of the event trace found no entries which indicate the ventilator shutdown or reset unexpectedly. All operation periods ended properly with a three second on/standby button press as indicated by ¿vent 0¿ entries.